Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 27dec2018. Philips field service engineer (fse) confirmed the reported issue. The touchscreen was replaced with a known working screen and fse confirmed the issue was with the touchscreen. The customer declined service and repair.

Event description:
The customer reported a screen fault. There was no patient or user harm reported. The event date was not specified; estimate used.